Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms the welded region on the offset reflection cup positioner/impactor was fractured. This was likely due fatigue loading of the weld joint caused by repeated impacts. It was identified that there was welding failure on several instruments with a similar design. It has been identified that such design can present a risk of failure. The device shows significant signs of wear/usage. The device was manufactured in 2018. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the impactor is broken. Event was noticed after surgery. No patient inconvenience was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.